Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a mother of a customer called to complain that her son went into a seizure and had blood glucose of 50 mg/dl. The patient was admitted to children's hospital of the king's daughter. The mother stated that she had changed the set on the insulin pump and it alarmed with a no delivery alarm. The mother declined trouble shooting.